Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient experienced a hypoglycemic event that required medical intervention. The patient stated he did not feel well and he took his bg which was 50 mg/dl; however, the cgm value was 120 mg/dl. He called the paramedics because he was not feeling well, emergency medical services (ems) personnel or physician administered subcutaneous glucose. He was not transported to the hospital. At the time of report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.